Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that in (B)(6) 2011, the user purchased cvi contact lenses from a cvi distributor. The user developed severe ulcers (os) after wearing the device, and made multiple visits to their ecp for treatment. A reasonable and good faith effort was made to obtain the device and any additional medical information without results. In the absence of medical information and based on the alleged diagnosis this event is being reported in an abundance of caution.